Event description:
It was reported that the zimmer air dermatome thickness was off and that the skin graft came out in pieces. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was in calibration on all graft settings and rpms were within the specification limits, however, the fine adjustment cam was missing, causing the master blade to be positioned above the control bar. Fine adjustment cam was replaced. As part of preventative maintenance parts replaced include: bearings, head, and the control bar assembly. The device was repaired according to procedure and returned to the customer. The device was purchased in april 2009.